Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as:2134265-2015-01240, 2134265-2015-01242. It was reported that the coil was broken. The target lesion was located in a mildly tortuous internal iliac artery. A 10mm x 30cm interlock¿ was selected for treatment. During the procedure, the physician performed continuous flushing and attempted to insert a 2.5 fr renegade catheter into a non bsc guide catheter. It was then observed that the renegade catheter was slightly kinked. When the physician pulled the coil out of the catheter, the physician noted that coil was broken but was not completely separated and the coil got jammed within the microcatheter. The physician used another two 12mm x 30cm interlock¿, however the same issue occurred. The procedure was completed with a different coil and the same renegade catheter. There were no patient complications reported and the patient's condition was stable.